Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material around inside the air/water channel and jet channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: g3 (correction is being made to previously submitted g3- date received by manufacturer which was not late. The correct date was jun-11-2024) additional information: d8, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "air/water channel has foreign material and auxiliary water channel has foreign material." Malfunctions would likely be related to the reprocessing that was not conducted properly due to leakage from the key top 1, connecting tube, biopsy channel and grip unit. The event can be prevented by following the instructions for use which state: "IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-h185l/I am reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.